Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the buttons on the customer's insulin pump were sticking and were not always responsive. The patient's most recent blood glucose value was 24.0 mmol/l, which they treated with a manual insulin injection. During troubleshooting the caller confirmed that they recalled no significant events leading up to the keypad anomaly. However, the caller also mentioned that the pump may have been dropped since they do a physical job. The customer was advised to revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No unexpected button sticking during testing. The insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked case at the reservoir tube window corners, missing end cap sticker and cracked reservoir tube lip.